Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient lost a significant amount of weight and as a result the ipg migrated. Surgical intervention took place on (B)(6) 2023 where the ipg was moved and anchored. Effective stimulation was restored.